Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day of onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal, stat, and frequency was not reported) and cefepime injection (1 gram, intraperitoneal and frequency was not reported). At the time of this report, the patient was recovering from the event. Pd therapy was reported. No additional information is available at the time of this report.